Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and ECG monitoring stress testing on a simulator, using test ECG cables and accessories without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed occurrences of ECG lead fault messages along with ECG artifacts and multiple ECG cable ID changes between 4 lead and 12 lead cable ids. However, they do not confirm a device malfunction. No trend is associated with reports of this type. Reports of this nature are typically not considered to meet our requirements for submission based on intended use of the device.